Manufacturer narrative:
Device manufacture date not available at time of this report. Investigation showed that the power supply had burnt and bent pins. The j2 connector had burnt pins corresponding to those on the power supply. While there was no pt present, this issue is being reported because an unexpected loss of communication could result in loss of navigation and result in harm.

Event description:
A site rep, the neuro coordinator, reported that the monitor has no input when turned on. The stealthstation system was power cycled several times with no resolution. They changed the outlet with no resolution. She came back after half an hour and the monitor was up with a pt list. The monitor is also making a clicking noise that can be heard over the phone. There was no pt present.